Manufacturer narrative:
A copy of device memory was analyzed by engineer. Analysis of memory noted the device appeared to be depleting normally, however, the magnet rate of 90 ppm indicates the device has less than one year longevity. Memory analysis concluded the device had approximately six months to a year longevity remaining.

Event description:
Boston scientific received information that, upon interrogation, this device showed less than one year longevity remaining. The magnet rate was 90 ppm, consistent with elective replacement near (ern) battery status. The gas gauge indicator appeared to be close to the elective replacement indicator. No adverse patient effects were reported.